Event description:
On (B)(6) 2012 the patient contacted animas alleging that he received 5 loss of prime warnings over the past 18 hours, and that he primed the pump and performed the fill cannula step each time while attached. This resulted in the patient receiving additional insulin through the prime and fill cannula steps. The patient reportedly experienced blood glucose (bg) as low as 58 mg/dl with disorientation and light headedness. The patient denied the need for medical assistance, and stated that he treated with juice and glucose tablets. The patient's bg at the time of the call to animas customer support was reportedly 82 mg/dl with no reported symptoms. The user guide instructs the user to disconnect from the pump prior to performing prime steps, and the pump emits audio-visual warnings for the user to disconnect before priming during the rewind, load, and prime sequences. Troubleshooting indicated use error in remaining connected during the prime and fill cannula steps caused the reported bg excursion. The pump is not being returned at this time, and there had been no further reported incident. This complaint is being reported because the patient allegedly experienced hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: previous troubleshooting indicated that the reported bg excursion was caused by use error. The pump was returned for an unrelated issue. Investigators confirmed that the pump appropriately displays a warning "be sure set is disconnected from your body. Then select continue" at initiation of the prime step. Further investigation could not be performed because the pump emitted a "no cartridge detected" alarm and the cartridge could not be loaded for additional testing of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.